Manufacturer narrative:
Evaluation summary: the investigation is in progress. Samples have not yet been rec'd for evaluation. Since no lot number was provided, a device history record review could not be performed. Based on the information provided by the complainant, it is possible that a malfunction of the device occurred. A final determination of whether or not a malfunction occurred will be made at the conclusion of the investigation. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. No actions have been taken at this time. Additional information was requested from the reporter on 12/03/2010, 12/15/2010 and 12/21/2010 (fax and mail). (B)(4).

Event description:
A healthcare professional reported the product had to be removed, due to clogging and a new product (same model) was put in place without harm to the pt. Additional information has been requested.